Event description:
A malfunction alarm was reported with a code of malf 16, and it was noted that the issue did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer had no available backup therapy and planned to contact their healthcare provider. Technical support confirmed the pump's warranty status and arranged for a replacement pump.